Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set had a hole in the tubing. This was discovered during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date: the lot was manufactured between january 6-7, 2024. H11: one (1) actual device and two (2) photographs of the sample were received for evaluation. A visual inspection was performed on the actual sample, and the reported leak was not easily identified. The returned photographs were reviewed, and it was noted that the tubing was cut/slashed which resulted in a fluid leak. Functional testing was performed on the actual sample, and it was noted that there was a leak inside the tubing path between the blue connectors. The reported condition was verified. The cause of the reported condition could not be determined; however, was most likely a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.